Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll bns had visible silicone. Customer just finished the packaging of the 10ml¿s and we hereby submit the deviations found. All deviations were found during packaging, prior to use, so no patients were involved. Event date: 09/04/2026. Staxs complaint ref: (B)(4). Article code: 301029, 10 ml ll ns bulk. Batch: 4025107. 71 x damaged syringe, dent in piston. 16 x silicon, not assessed as an excess of oil. 5 x syringe with loose particle in the piston, behind the stopper. Large sticky particles. See pictures beneath. I taped the syringe at the opening to prevent the particles from falling out the piston. Double bagged. 2 x scale marking issue. 1 x embedded matter. 42 x syringes with plastic flash on the tip. 4 x stopper error.